Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that the left ventricular lead exhibited over sensing, which lead to inappropriate mode switches. The patient was brought in for further testing. It was noted that the patient experienced fatigue and shortness of breath. The device was reprogrammed.